Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8840. Product type: programmer, physician. (B)(4).

Event description:
It was reported that the catheter had been occluded. At the time of report, a catheter revision had just been performed where the distal portion of the catheter was replaced. It was stated that 31cm were removed from the catheter and another 21.6cm were implanted. The catheter was not previously aspirated, so only the new portion of catheter didn¿t contain medication. Upon review, it was found that without a priming bolus, the patient would begin receiving medication after approximately 11 hours, though it was unclear if a priming bolus was performed or not. The device system was used to deliver lioresal. Three weeks later, it was reported that the occlusion had occurred in the distal segment of the catheter. It was stated that, during an attempted dye study, the catheter could not be aspirated, so the dye was not injected. It was noted that the catheter had no flow of cerebrospinal fluid. The patient had experienced an increase in spasticity, but there was no patient injury and no hospitalization required as the surgery was an outpatient procedure.